Event description:
During unpacking for preparation of a ptca procedure, a long, dark colored, human hair was inside the mulitpack of expo diagnostic catheters. It is noted that the seal was not broken. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'ok'.